Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman laa closure device with delivery system (wds). During deployment of the closure device, a perforation of the laa occurred. A pericardial effusion with tamponade was identified via intracardiac echocardiography (ice) and x-ray. In response to the pericardial effusion, an autologous blood transfusion and pericardial drainage were performed. The laac closure procedure was aborted, and the patient was transferred to surgery where the laa was ligated. Following surgical ligation, the patient stabilized.